Manufacturer narrative:
Product analysis:post market vigilance (pmv) received one device. Visual inspection of the instrument noted the instrument firing knobs were pushed to the far distal end and the articulation lever was in neutral position. The reload was attached to the instrument and could not be detached. Forwarded to north haven engineering for further evaluation of loading issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The reload could not be unlocked from the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Engineering concludes that the damage to the knife laminates can be the cause for the increased firing and retraction forces, and can be the cause of preventing proper function of the device¿s interlock feature. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats procedure, the jaws did not open. Another stapler was used to complete the case. The person was injured/ jeopardized.